Event description:
Same case as MFR# 2134265-2009-05551. It was reported that post-coronary stenting drug eluting treatment procedure, stent thrombosis occurred. Prior to the index procedure, the pt presented with st elevated myocardial infarction (stemi). Upon angiography, it was noted there was a >=50% stenosed lesion in the mid circumflex (cx). The area was dilated with a maverick rx balloon 3.0x15mm at 8atms for 31secs and 8atms for 25secs. After predilatation, a taxus express2 paclitaxel-eluting coronary stent 3.0x12mm was advanced across the lesion site and deployed at 14atms for 22secs. Another taxus express2 paclitaxel-eluting coronary stent 3.0x16mm was advanced across the target lesion and deployed at 14atms for 20secs. The procedure was completed. Medications administered during the procedure included heparin, asa, integrilin and nitro. Approx twenty months later, the pt presented with chest pain and st elevation, diagnosed as acute myocardial infarction (mi). Angiography showed thrombosis in the proximal cx. A non-bsc aspiration catheter was used to make one pass at the thrombus site. Next a quantum maverick mr 3.0x15mm balloon was used to dilate the area at 14atms for 60 secs. The aspiration catheter was advanced again and two more passes were made at the thrombus. Next a quantum maverick mr 3.0mmx12mm was used at 16atms for 60secs. The procedure was completed and the pt status was reported as "stable".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaints review of the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.